Event description:
The customer reported, the unit shuts down when batteries are removed but is plugged into ac power.

Manufacturer narrative:
(B)(4). The customer reported the unit shuts down when batteries are removed but is plugged into ac power. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.